Event description:
The patient started to have problems breathing after the nebulizer treatment was given. The ventilator was not able to give the patient a breath. There was some sort of obstruction and the high pressure limit alarm kept sounding. Patient then went into bradycardiac heart rhythm and quickly went to asystole. CPR was started and a hr, heart rate, returned. After CPR, it was noticed that the pall filter was not working correctly. It was changed and it was discovered that the obstruction earlier in the vent circuit was the pall filter. A new filter was put in-line and the vent problem was resolved.